Manufacturer narrative:
The manufacturer was notified of this event via the persist patient registry. According to the sponsor assessment, it is unknown whether the event was device-related. The event is therefore being reported in a conservative manner. Device not explanted.

Event description:
On (B)(6) 2016 a perceval pvs 27 was implanted via mini-sternotomy. Complete annular debridement was performed. Four days post-implant, on (B)(6) 2017 the patient presented with complete left bundle branch block (lbbb). The event was reported by the site to be related to the procedure, and unknown if related to the device. A pacemaker was implanted on the same day, and the event was reportedly resolved.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4) were pulled and reviewed by quality engineering at livanova (B)(4)corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Based on internal clinical assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The event was therefore reported in a conservative manner. The document review performed confirmed the absence of any manufacturing deficits. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008). The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. (Huynh et al., 2009). This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown. Dawkins s, hobson ar, kalra pr, tang at, monro jl, dawkins kd; permanent pacemaker implantation after isolated aortic valve replacement: incidence, indications, and predictors. Ann thorac surg. 2008 jan;85(1):108-12 huynh h1, dalloul g, ghanbari h, burke p, david m, daccarett m, machado c, david s. Permanent pacemaker implantation following aortic valve replacement: current prevalence and clinical predictors. Pacing clin electrophysiol. 2009 dec;32(12):1520-5